Event description:
User reported an inconsistency between the linac couchmount angles and gentry rotations and the planned treatment for a radiosurgery procedure. Two of seven treatment arcs had been performed when the inconsistency was noticed and the treatment was stopped for investigation. The treatment was re-planned and completed. There was no patient injury.